Event description:
Related manufacturer reference number: 2017865-2022-16219. It was reported that the patient presented in clinic for a follow up. The right atrial (ra) lead exhibited failure to capture and p-wave amplitude variation. The right ventricular (rv) lead exhibited high capture thresholds and failure to sense. Chest x-ray (cxr) was performed and revealed that both leads were dislodged. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and p-wave amplitude variation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and p-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages. The lead was measured within specification.